Event description:
A cartridge error was reported, accompanied by a malfunction alarm with code malf 24. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the replacement of the pump and instructed the customer to use mdi as a backup therapy. The customer was guided to place the pump into storage mode and return it with the provided return box and pre-paid label. A replacement pump was sent to the customer, and the required steps upon receiving it were communicated and acknowledged.